Manufacturer narrative:
Corrected event description. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a proximal femoral nail anti-rotation (pfna) hardware removal surgery was performed on (B)(6) 2018 for an unknown reason. The patient came most probably for the hip replacement procedure. During the removal of pfna blade, only the end part of the pfna blade was successfully removed, but not the blade itself. So, surgeon could not remove the whole implant together with nail. Distributor suggested on phone to nurse to reinsert already removed end part of the blade and try to connect both parts together and then with the help of extraction screw for pfna blade and combined hammer 500 g., remove the whole blade. At the end surgeon was able to re-assemble the blade and remove the blade and whole pfna nail successfully. Per distributor it is unknown if the instruments were used according to the IFU and implant removal mentioned in the technique guide. Patient and procedure outcome is unknown. Distributor was not present at the implant removal surgery. This report is for one (1) unknown pfna blade. Partial part number reported as 4.027.0xx.

Manufacturer narrative:
Patient information is not available for reporting. This report is for an unknown pfna blade/unknown lot. Partial part number reported as 4.027.0xx. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) hardware removal surgery was performed on (B)(6) 2018 for an unknown reason. The patient came most probably for the hip replacement procedure. During the removal of pfna blade, only the end part of the pfna blade was successfully removed, but not the blade itself. So, surgeon could not remove the whole implant together with nail. Sales consultant suggested to reinsert already removed end part of the blade and try to connect both parts together and then with the help of extraction screw for pfna blade and combined hammer 500 g., remove the whole blade. At the end surgeon was able to re-assemble the blade and remove the blade and whole pfna nail successfully. Per sales consultant it is unknown if the instruments were used according to the IFU and implant removal mentioned in the technique guide. Patient and procedure outcome is unknown. Concomitant device reported: extractscr f/pfna blade (part # 03.010.411, lot # unknown, quantity 1); combined hammer 500g can be mounted f/35 (part # 03.010.124, lot # unknown, quantity 1). This report is for one (1) unknown pfna blade. This is report 1 of 1 for (B)(4).